Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. The device alarmed with technical fault 431001 (blower fault) and 446029 (ambient failure detected) during the ventilation. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the unit stopped working during ventilation, displaying a red alert message ¿ventilation stopped.¿ medical intervention was required, however no further details were provided. No harm to the patient was reported. It was also mentioned that the service technician did the sensor board test and the device generated technical fault 431002 (blowerdisconnected).